Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the left ventricular lead was dislodged. High capture threshold and loss of capture was noted. The lead was explanted and replaced. The patient was stable.